Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was received coiled inside a doubled zip lock plastic bag. The packaging was not returned for examination. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause classification of undeterminable. (B)(4).

Event description:
It was reported that during unpacking, the inner pakaging of device was compromised. The blazer ii bliihtd7/110/2.5/7-4 qdk2 catheter was recieved and during unpacking, the inner packaging was reported as compromised. There was no patient or procedure invloved.

Event description:
It was reported that during unpacking, the inner packaging of device was compromised. The blazer ii (B)(4) catheter was received and during unpacking, the inner packaging was reported as compromised. There was no patient or procedure involved.